Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. It was noted that there was a lead defect. A different lead was implanted instead. No patient complications have been reported as a result of this event.